Event description:
Ralc45 experienced some difficulty getting into firing range. After "firing complete" staples did not hold tissue together and were not formed properly. Another device was used to complete the resection.